Event description:
Trach surgically placed. Approximately two days later, patient began gasping and making gurgling noises from her mouth. Attempted to add air to trach cuff, but was unable to do so. Patient trach was changed out and cuff found to be blown. Patient required oral intubation during code; patient expired.